Event description:
It was reported via legal documentation that approximately 60 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, and difficulty walking. Plaintiff has suffered, and may continue to suffer, severe and permanent personal injuries, including polyethylene wear and device failure, painful knee revision surgery to remove or revise the defective device, continued rehabilitation, medical care, and possible additional surgeries. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 4855763, 02-012-60-1880 - tru stem ext 18mm x 80mm. 4872092, 02-012-60-2080 - tru stem ext 20mm x 80mm. 4883663, 200-02-38 - three peg patella 38mm. 4938129, 208-01-03 - cc femoral sz 3. 4939371, 204-04-33 - trapezoid tibial tray sz 3f/3t. 5023100, 208-09-05 - cc stem ext adaptor 5 degree. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.